Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by patient registration that the customer passed away. The caller, who reported the death of the customer to the patient registration personal, had been transferred multiple times and did not want to be transferred again. The only information provided was that the customer's death was related to their diabetes. The date of death has not been provided. There were several attempts to contact the initial reporter at the phone number where the call was made from. Whoever picked up the phone stated that it was the wrong number. We were unable to find any customer records with the limited information provided.